Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances measuring above 3000 ohms. It was also noted noise oversensing which led to an episode of inappropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted, and further in office testing was recommended. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).